Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. The product support engineer troubleshot this issue with the customer over the phone. The pse advised the customer to sample the other universal serial bus (usb) port to establish communications. Advised customer to review the teratern set up and configuration. The customer will call back if further assistance is needed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Customer resolved through remote trouble shooting.

Event description:
It was reported that the customer was unable to communicate with the ventilator through his laptop. There was no patient involvement.